Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On the same day after starting essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal prolonged menstruation"), migraine ("migraine"), alopecia ("hair loss"), depression ("depression") and complication of device insertion ("unable to insert a coil into right fallopian tube"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, migraine, alopecia, depression, complication of device insertion and procedural pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, migraine, alopecia, depression, complication of device insertion and procedural pain to be related to essure. The reporter commented: since having the surgery her symptoms (unspecified) are mostly resolved. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately following the implant, began experiencing severe lower abdominal pain and abnormal heavy bleeding (interpreted as genital bleeding). Bilateral salpingectomy was done one month after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. In this particular case, the indication for the bilateral salpingectomy is not clear. During essure insertion procedure, physician was unable to insert a coil into right fallopian tube hence the bilateral salpingectomy one month later could have been performed as a second line sterilization treatment. However, in a conservative approach, this case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On (B)(6) 2015, the same day after starting essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal prolonged menstruation"), migraine ("migraine"), alopecia ("hair loss"), depression ("depression") and complication of device insertion ("unable to insert a coil into right fallopian tube"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, migraine, alopecia, depression, complication of device insertion and procedural pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, migraine, alopecia, depression, complication of device insertion and procedural pain to be related to essure. The reporter commented: since having the surgery her symptoms (unspecified) are mostly resolved. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 2008 and flu like symptoms. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal prolonged menstruation/ abnormal bleeding (menorrhagia)"), migraine ("migraine"), alopecia ("hair loss"), depression ("depression"), complication of device insertion ("unable to insert a coil into right fallopian tube"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and pelvic pain ("pain"). In august 2015, the patient experienced insomnia ("insomnia") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy laparoscopic bilateral, cholecystectomy laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, migraine, alopecia, depression, complication of device insertion, procedural pain, vaginal haemorrhage, insomnia, fatigue, headache, weight increased and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, complication of device insertion, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery her symptoms (unspecified) are mostly resolved. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease, laboratory data were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal), headaches, pain, weight gain / loss specify which one: weight gain, insomnia, fatigue. Updated event and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately following the implant, began experiencing severe lower abdominal pain and abnormal heavy bleeding (interpreted as genital bleeding). Bilateral salpingectomy was done one month after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. In this particular case, the indication for the bilateral salpingectomy is not clear. During essure insertion procedure, physician was unable to insert a coil into right fallopian tube hence the bilateral salpingectomy one month later could have been performed as a second line sterilization treatment. However, in a conservative approach, this case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.